Event description:
It was reported the customer requested a replacement insulin pump due to the safety recall notification they had received. The customer's blood glucose was 183 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.